Event description:
Doctor indicated that the "porc fractured from metal (abutment)." There was no patient infection or injury. Icap464.

Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: upon visual inspection, it was found that the abutment separated from the ceramic. There was no screw returned. Therefore, the abutment does not function within required manufacturing specification. The lot and order number were not provided. The product's complaint history did not provide any indication of a manufacturing deviation that would cause this condition.

Event description:
Doctor indicated that the "porc fractured from metal (abutment)." There was no patient infection or injury.